Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an elderly female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes in 2017, deep vein thrombosis from november 2015 to february 2016 and breast cancer from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included adhd. Concomitant products included enoxaparin from (B)(6) 2015 to (B)(6) 2015, minerals nos;vitamins nos (centrum) from 2017 to 2020 and vitamin d nos (vitamin d) from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and migraine outcome was unknown and the dysmenorrhoea and menorrhagia was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as insertion date (B)(6) 2013. Number of proximal coils: 3 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral proximal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an elderly female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes in 2017, deep vein thrombosis from (B)(6) 2015 to (B)(6) 2016 and breast cancer from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included adhd. Concomitant products included enoxaparin from (B)(6) 2015 to (B)(6) 2015, minerals nos; vitamins nos (centrum) from 2017 to 2020 and vitamin d nos (vitamin d) from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and migraine outcome was unknown and the dysmenorrhoea and menorrhagia was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as insertion date (B)(6) 2013. Number of proximal coils: 3 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Imaging procedure on (B)(6) 2013: bilateral proximal occlusion. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received. Fu 2 and 3 processed together. Case updated as serious incident. Lot number was added. Event injury updated to new events added: abnormal bleeding (vaginal), menorrhagia, pelvic pain, abdominal pain. Reporters, concomitant conditions, lab data was added. On 2-apr-2020: pfs received. Fu 2 and 3 processed together. New events added: migraines / headaches, dysmenorrhea. Reporters, concomitant drugs, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.